Event description:
The customer initially called to report high blood glucose levels. The customer then stated, she was hospitalized for low blood glucose levels and seizures. During the hospitalization, the customer stated that, the insulin pump was exposed to a CT scan. During the phone call, the customer started feeling nervous and was shaking. The customer was taken to the hospital by the paramedics for high blood glucose levels. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.